Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer went to the emergency room due to high blood glucose (bg) levels. The contact did not provider any further information regarding the event. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.